Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the endoeye flex 3d deflectable videoscope had loose optics. The device was returned to olympus medical for evaluation. During evaluation, deterioration of the adhesive was identified at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.